Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was having her generator removed due to an infection and extrusion. The patient had generator replacement surgery two months prior. A review of the device history record for the generator that was reportedly extruding was performed and verified that the device had been sterilized per the manufacturer's specifications prior to release for distribution. Additionally, the generator had passed all quality inspections prior to release for distribution. Attempts for further information with the reported explant facility were performed and stated that the patient had not been seen since the initial implant surgery by the reported explanting doctor. No further relevant information has been received to date.

Manufacturer narrative:
Evaluation codes, corrected data: the initial report inadvertently listed the wrong conclusion code.

Event description:
Additional information was received stating that an unknown patient was having a continued infection and her lead was extruding. After follow-up it was identified as a continuation of this report. The patient's generator was verified to have been explanted in (B)(6) due to the infection. The lead site had reportedly gotten infected as well as a continuation of the original infection. No known surgical intervention has taken place since the explant of the generator. No further information is available.

Event description:
Notes dated (B)(6) 2017 mentioned that the vns site was open and infected again. If the neck incision is also infected, the plan is to remove the lead. Additional information was received that the patient had fever, chills, decreased appetite, and tenderness at electrode site. The doctor wrote orders for electrode removal. Patient underwent lead removal surgery.